Event description:
The international customer reported the ventilator does not accept any command and it does not switch off. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) inspected the unit and duplicated the problem and also found that the unit occasionally crashes during initialization phase. The fse replaced the power management pcb board to address the reported problem. Applicable final testing was performed per operating specifications.